Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was observed on a bd precisionglide¿ needle before use. There was no report of injury or medical interventions.

Manufacturer narrative:
One sample was returned for evaluation. A visual inspection by the quality engineer noted a tacky, brown residue on the cannula therefore failure mode is verified. Epoxy fumes in the curing ovens cause the brown residue to build up in the oven's interior. The oven interiors are cleaned once per year during manufacturing plant shutdown. A device history review was completed with zero defects found. No quality notifications were written for this batch. Investigation conclusion: confirmed: failure mode is verified. Epoxy fumes in the curing ovens cause the brown residue to build up in the oven's interior.